Event description:
The patient reported that she had pain in her back immediately following a treatment from the vest. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The patient contacted hill-rom and stated she had broken her humerus near her shoulder sometime in the winter. She did not use the vest during the healing time, until her doctor appointment for follow up on (B)(6). She restarted her vest therapy sometime after the appointment and stated she used the device 2 or 3 times. During the first two times of restarting the vest therapy, it went well, no reported pain. The patient stated that after completing the third treatment session, she experienced severe pain in her back and was stooped over. She stated the pain occurred immediately. She reports using the settings that she was trained on but could not confirm. She did not fall and cannot recall anything else that may have contributed to the pain. She went to the e.r. For evaluation and then was admitted for a couple of days; x-rays and CT scan were ordered and was later diagnosed with severe osteoporosis. She stated the doctor at the hospital diagnosed her with two crushed vertebrae. She had been diagnosed with osteoporosis several years ago but did not realize how severe the osteoporosis had progressed. The vest was sent back to hill-rom for investigation and the engineering investigation concluded that the vest passed all performance testing and did function as designed.